Manufacturer narrative:
(B)(4).

Event description:
The pt had a volar plate implanted a few months ago, and now has had a volar sheath come loose and migrate. The surgeon planned to undertake revision.